Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the high resolution stereo viewer (hrsv) to resolve the problem. The system was tested and verified as ready for use. Isi did receive the hrsv involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the reported complaint. The monitor was installed and tested on the in-house si system. The system started up and failed without video on the left display. Fa noticed there was a missing hex screw on the unit. The complaint regarding the left eye was not working confirmed by fa, which indicates that the device may have contributed to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted ventral hernia surgical procedure, the customer was not getting an image on the left eye of the surgeon side cart (ssc). The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the call the customer stated that they had power cycled the system and cycled breakers on the vision side cart (vsc) and patient side cart (psc) but not the ssc. The tse had customer power cycle system again and cycle the ssc breaker. Upon start up the image was still not present. The customer had to use a secondary ssc available and moved it into the operating room. The tse stayed on the line with the customer to ensure procedure and surgeon were underway. The procedure was converted to another ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event. The nurse stated that the ports were placed at the time of the problem.